Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the 338.31 dynamic condylar lag screw/ dynamic hip lag screw (dcs/dhs) lag coupling screw was received intact. The distal thread section is bent 10deg and the threads are significantly and forcibly deformed. The dcs/dhs lag coupling screw is indicated for use with the dhs/dcs dynamic hip and condylar screw system and is designed to aid in and provide stable internal fixation during the one-step surgical technique using the one-step lag screws only. The returned device was received with the 8mm length distal threaded tip bent approximately 10 degrees and the threads significantly deformed. The proximal head of the screw is also bent and shows significant off center hammer marks. It appears that the device withstood 4.5 years of off angle hammering and likely hammered while the threads were not fully engaged during use. At no time does technique guide j3045g suggest that the coupling screw be hammered on during lag screw insertion. Drawings were reviewed and determined to be suitable for the intended device design, application and dimensional conformity when used as recommended. The method of use employed with the application of this device has led to this confirmed complaint however; this complaint is not the result of a design deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip bent and does not connect to lag screw. There was no reported harm to patient and there was no reported delay. This report is 1 of 1 for (B)(4).